Event description:
During priming of the device in preparation for a cardiopulmonary bypass procedure, the user reported the central control monitor froze. The user restarted the monitor, resolving the issue. The device was used for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.